Manufacturer narrative:
On 7th may 2025, the user informed senseonics that the system showed results that were different from glucometer measurements. Based on escalation analysis, a sensor replacement was approved due to system performance. An RMA was issued for the sensor for further investigation.sensor was returned from the field. No visual inspection anomalies or sensor malfunction was observed. A review of in vivo sensor data showed optical instability around the time frame of the observed which most likely contributed to the reported inaccuracies. The failure mode could not be reproduced during the returned product analysis testing, and this may occur in some instances where the conditions that present itself in the body are not reproduced in the lab, such as the in vivo state of hydrogel.as part of the resolution, a sensor replacement was offered to the user. B4.date of this report 05 august 2025. G3.date received by the manufacturer? 05 august 2025. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Event description:
On 07 may 2025, on (B)(6) 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.